Manufacturer narrative:
The manufacturer did not receive devices, or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It was reported, that a znn cm asia short 11.5 mm x 180 mm 125r was implanted on (B)(6) 2013. The doctor confirmed that the device was broken on (B)(6) 2014. The patient was revised on (B)(6) 2014.